Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the returned devices were a r2p slenguide guiding catheter (the actual guiding catheter) and an inner catheter (the actual inner catheter). They had been combined. The actual guiding catheter was considered to be elongated since the actual inner guide did not protrude from the actual guiding catheter. Appearance confirmation: the actual guiding catheter had elongated along approximately 390 mm to 585 mm from the distal end. No anomaly such as abrasion was found at the elongated part of the actual guiding catheter. No anomalies such as elongations, kinks or crushes were found in other parts of the actual guiding catheter. The distal end of the actual inner guide had been at the distal end of the actual guiding catheter. No anomalies such as kinks or crushes in the flexible part of the actual inner guide. No anomalies such as obstruction in other lumens of the actual guiding catheter. Dimensions: the length of the guiding catheter*: 123.5cm. *from the distal end to the distal end of anti-kink protector: it was thought to be approximately 3.5 cm elongated since this is the product of the effective length 120 cm. The outer diameter of the guiding catheter (normal part): it met the factory's specifications. No anomaly was found. No anomaly was found in manufacturing records and shipping inspection records. No other similar report was found in the past complaint file. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. As one of the possibilities, it was inferred that this case occurred with the following mechanism. Vasospasm occurred when inserting a combination of the actual guiding catheter and the actual inner guide. When the removal load was applied while the actual guiding catheter was partially compressed due to vasospasm, the actual guiding catheter became elongated. The vasospasm was thought to have been caused by mechanical stimulation during insertion of the actual guiding catheter and the actual inner guide. However, since other factors leading to vasospasm, such as the patient's vascular shape, were unknown, it was not possible to clarify the mechanism of the occurrence. Relevant instructions for use (IFU) reference: "if introducing devices via a transradial approach, standard departmental radial artery protocol should be followed to prevent radial artery occlusion, injury or spasm." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. A radifocus guidewire (0.035 inch) was inserted through the left radial artery using a glidesheath slender (6-7 fr) during an r2p procedure. The device was advanced over the wire; however, it could not be advanced halfway. The patient suffered pain and a spasm occurred. Although injecting drug, the situation did not improve. Therefore, it was removed and it was noticed that the inner catheter did not come out of the device, and it was considered the device had been elongated. It was removed without any resistance. Afterwards, it was replaced with a new one and the wire was inserted again under angiographic guidance. The procedure was continued and finished successfully. There was no harm to the patient after that. During the insertion of the device into the body, a vascular spasm occurred and medication was administered.